Manufacturer narrative:
Additional concomitant medical products: product ID: 3037, (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported she doesn't know if her interstim was working right. Patient was not experiencing a return of urinary symptoms but stated she was on mirabetric which helps a lot. Ever since she start taking the mirabetric she was able to stop going to the bathroom 20 times a day. The reason she is concerned that her interstim isn't working is because the last time she used her patient programmer (pp) she increased amplitude up to approximately >8.0 and was not feeling any stim sensation. The patient wanted to make sure her interstim was still working because she was told that as she gets older she will "end up with a bag on my side". The pp screen was blank and will not power on. Patient indicated there are batteries installed however it wasn't clear how old the batteries were or when patient last changed them. Patient services recommended purchasing new aaa alkaline batteries for the pp and call back if pp is still not powering on. The patient reported fall was related to the issue, however, patient had taking medication at night to help her sleep and she thinks she took too much one night and had a fall. The patient was directed to check the device after a fall. There were no further symptoms or complications reported or anticipated